Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d10, g4, g7, h2, h3, h6, h10. Visual examination of the returned implants found evidence of being implanted and the femoral component was fractured with a lack of cement on the fractured fragment. The device was submitted for further analysis which determined the fracture surface has some smearing obscuring the fracture surface artifacts. The remainder of the fracture surface showed artifacts consistent with bending overload. The root cause remains undetermined at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11 medical product zuk tibial catalog 0058420302 lot 60680267; zuk articular surface catalog 0058422309 lot 60618607.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however, the reported event was not confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices - unknown zimmer unicompartmental tibial component catalog #: ni lot #: ni, unknown zimmer unicompartmental articular surface catalog #: ni lot #: ni. Report source - foreign: (B)(6). The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address post-operative femoral component fracture approximately eleven (11) years post-operatively. No additional patient consequences were reported. Attempts have been made and no further information has been provided.